Event description:
Customer reported via phone call that the insulin pump was dropped in the toilet and exposed to moisture. Customer stated that the insulin pump alarmed button error. It was noted that the display of the pump went blank immediately after being exposed to moisture. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.